Event description:
It was reported that the ventilator had no tidal volume while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator without any reported patient harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. The expiratory left- sided filter seal was replaced. No part will be returned. The unit passed all testing and operates within the manufacturing specifications.